Event description:
The customer reported her blood glucose history is as follows: saturday: 494 and in 400's for the rest of the day; sunday night: 370 and 350 (mg/dl). Upon deactivation, she realized that the cannula was no longer inserted into her skin. She stated it was strange that she never felt or smelled any insulin leaking.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insult delivery and contribute to hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed.